Event description:
A customer reported to olympus, the airway mobilescope experienced a leakage. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the image guide serpentine coat was peeling.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on channel tube, water tightness was lost. Due to a pinhole on the connecting tube, water tightness was lost. In addition to evaluation in b5, the adhesive on bending section cover had a chip. The connecting tube had a wrinkle. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The image guide bundle had significant breakages. The connecting tube had a dent. Connecting tube had a buckling. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to stress of repeated use, external factors or handling of the device. The operation manual provides the following: ¿inspection of the endoscope. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects hindering transnasal insertion and withdrawal or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid.¿ olympus will continue to monitor field performance for this device.